Manufacturer narrative:
The device was received with the cannula assembly fully deployed. A leak test was performed and no leaks were found. Inspection of the device found no damages or defects that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined. No timeouts or drive stalls were seen in the download data. The device generated an 0x1c alarm, indicating pump has reached the pump expiration time. The download data confirms that the device ran for 80 hours. The device functioned properly by generating the 0x1c alarm. No blood was observed on the device or adhesive pad. Inspection of the formed needle found no issues that would cause bleeding.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 256 mg/dl while wearing the pod between 36 and 48 hours. Patient stated the cannula dislodged from the infusion site (abdomen); bleeding was also reported. As treatment, a new pod was applied.